Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported stent dislodgement was not confirmed. The balloon was tightly folded. The stent implant was stationary on the balloon between the markers. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance and material deformation appear to be related to circumstances of the procedure; as it is likely the device interacted with the moderately calcified, moderately tortuous, 75% stenosed lesion during advancement resulting in the reported failure to advance and material deformation (bent and stretched struts). However, the investigation was unable to determine a conclusive cause for the reported stent dislodgement, as it could not be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous and 75% stenosed. After inserting a .014 guide wire, the rx multi-link 8 stent delivery system failed to cross. Even with two additional guide wires, the stent did not cross. After removing the stent delivery system, a fold at the distal tip of the shaft was observed, which made navigation impossible. Also, the stent was observed to be loose on the balloon. Another device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.